Event description:
Dornier medtech america, inc. (Manufacturer) was notified of this event on (B)(6) 2012 by (B)(4) (distributor). The tip of the 270 micron holmium fiber broke inside the pt about 1 inch from the end of the laser fiber. The broken end was retrieved causing no harm of permanent disability to the pt.

Manufacturer narrative:
The customer stated the fiber tip broke off during ureteroscopic lithotripsy, using the dur-8 ureteroscope. The fiber end broke inside the pt about 1 inch from the end of the laser fiber. The broken end of the fiber was retrieved from the pt using 3.0 end circle basket. There was no harm to the pt. The procedure was completed with a new fiber and ureteroscope. Since it is evident that a fiber tip was present when the case started, this confirms that the fiber had a conforming tip prior to initial use and the tip was broken during the course of the procedure. Since the fiber break location was about 1 inch from the end of the fiber, it is likely that the fiber broke due to being bent beyond its minimum bend radius with the scope while in use. The fiber was connected to a test laser where it exhibited an unclear pilot beam (due to the jagged end of the fiber caused by the break). The fiber was fired at 20 watts for 48 pulses. The fiber was found to successfully transmit laser energy at a power transmission level that measured below dornier power specifications. Testing was performed on dornier h2o laser s/n: (B)(4), ophir orion power meter s/n: (B)(4) 2012, calibration due on (B)(4) 2012, ophir nova power head s/n (B)(4), calibration due (B)(4) 2013.